Event description:
The customer reported that his evis exera iii xenon light source stopped producing an image during an unspecified procedure. According to the initial reporter, the case was completed using the subject device without any patient harm noted, the staff simply turned the unit off and back on, restoring the image.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that no images were seen due to the effects of the power in the tower or other surrounding devices. It was stated that the failure occurred only in the tower with the device and occur in many scopes. It has not occurred in other towers. No further information available. Olympus will continue to monitor field performance for this device.